Manufacturer narrative:
A philips remote service engineer (rse) spoke to the customer and advised the customer to check and compare the sound settings with a neighboring pc and to reseat the cables in the closet. The customer had already power cycled the remote solution and switched to an alternative sound port. A philips field service engineer (fse) went onsite and found that the customer had moved the tele room and was not receiving audio on one of the piic's. The fse determined that there was a cable pull missing for the remote audio device. The fse advised on what needed to be done to resolve the issue. The customer scheduled a cable installer to resolve the issue. If additional information is received the complaint file will be reopened.

Event description:
The customer reported unit no longer making sound alarms. The device was in use at time of event, there was no adverse event reported.